Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 2.0, lab 26.0, mean 14.0, confidence limits - unable to be determined. Date 2007, inratio 2.2, lab 3.2, mean 2.7, confidence limits - 1.7-3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, the readings are considered inaccurate based on "area outside the acceptance region" table. For the 2nd data set, both inratio and lab values are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio 2.0, lab 26.0. Date 2007, inratio 2.2, lab 3.2. This case qualifies as an adverse event. Patient was nosebleeding and patient was given plasma and vitamin k. Adverse event follow up: pst is in stable condition.